Event description:
It was reported that the insulin pump delivered a max bolus at night and the customer went into a coma and was taken to the emergency room. Customer's blood glucose readings prior to the max bolus were 168 mg/dl. It was noted that the customer had a low of 72 mg/dl and treated with a snack. Customer's blood glucose reading at the time of the call was 242 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.